Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited atrial undersensing on stored electrocardiograms and intermittent atrial undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.